Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the date and history reset every time the battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015 device evaluation: the pump has been returned and evaluated by product analysis on 10/19/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged pump loosing history with battery change issue was not duplicated. Review of black box data did not find issues related to the complaint in the pump history. The pump powered up properly. No tactile issues were found with the keypad buttons. A rewind/load/prime sequence and a 24-hour basal exercise were completed without issues. A normal bolus was executed and recorded correctly. After the 24-hour exercise, the battery was removed and reinserted to simulate a battery change. The history and settings remained unchanged in the pump history. Unrelated to the complaint, the bolus button cover was found missing from the pump and the functionality of the bolus button was unable to be tested. (B)(4)